Event description:
Related manufacturer reference: 2184149-2018-00094. At the beginning of the procedure a communication issue with the tactisys did not allow contact force to be utilized, despite multiple exchanges of the catheter. The procedure was continued without the use of contact force. At one point, the catheter appeared to be anterior to the current geometry in which enguide alignment was utilized; however, the physician felt there was a lack of stability with the system. Additionally a hospital power outage resulted in the cancellation of the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation is inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue could not be conclusively determined.